Event description:
Pt with a unicondylar knee implant fell post-operatively and broke the cement mantle. Revision surgery occurred to re-cement the implant and exchange the poly insert.

Manufacturer narrative:
Pt with a unicondylar knee implant fell post operatively and broke the cement mantle. Revision surgery occurred to re-cement the implant and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.